Manufacturer narrative:
Correction to initial report: ¿is required intervention¿ was accidentally checked in block b2. No intervention has been performed. Block b2 for ¿is other serious¿ should have been checked instead. On (B)(6) 2018, mentor received additional information about the event. The patient provided lab results from 01/29/2009 that indicated that the patient's tsh level was 0.33 (just below normal - normal range is 0.34-4.82 -uiu/ml) and free t4 was 0.98 (within normal range - 0.59-1.61 - ng/dl). The patient was diagnosed with hypothyroidism, however, hypothyroidism is typically diagnosed with a high level of tsh and low levels of free t4. Per the american academy of family physicians. Subclinical hyperthyroidism is defined by low or undetectable serum thyroid-stimulating hormone (tsh) levels, with normal free thyroxine (t4) and total or free triiodothyronine (t3) levels. Furthermore, the patient had the devices implanted in 2005 and had normal tsh and free t4 levels with the implants from 2005-2008 per provided results. The patient was concurrently prescribed a z-pak, indicating the patient may have been concurrently ill, per cleveland clinic journal of medicine, the history of present illness (especially if the illness is prolonged and critical), a review of previous thyroid function tests, and, sometimes, a complete evaluation of the remaining hypothalamic-pituitary axes are crucial in correctly interpreting this combination of thyroid function tests. Clinical judgment is required, and referral to an endocrinologist is warranted. Therefore, it is unclear why the patient was diagnosed with hypothyroidism. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a primary breast reconstruction procedure with a mentor memorygel breast implant 450cc gel breast prosthesis (left implant) and a mentor memorygel breast implant 500cc gel breast prosthesis (right implant) on (B)(6) 2005 developed left breast post-operative hematoma within 24 hours of implantation that required surgical intervention. The patient later developed left breast capsular contracture (baker grade unknown) including left side enlargement she attributes to a trauma on (B)(6) 2007. The patient also reported left breast, armpit and back/spine redness, itching, swelling and pain. The patient had two masses and one lymph node removed on the left side due to chronic infection. The patient reports fatigue, swollen joints, weakness, intolerance to cold, muscle aches, constipation, memory loss, slowed thinking, hair loss and hypothyroidism diagnosis and breast implant illness. The patient feels the left implant may be ruptured. There are no issues reported with the right side implant. The patient is scheduled for consultation for removal without replacement on (B)(6) 2019. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left breast prosthesis.